Manufacturer narrative:
(B)(4). Batch # n56536. Device analysis: the analysis results found that the ntlc55 device was received with the anvil shroud broken with no reload present. Further investigation shows that the staple height selector, adjusting plate and support plate were loose. Also, both bearings were detached due to a that anvil shroud damaged. No functional test was performed due the condition of the device. Due to the condition of the staple height selector, bearing detachment and anvil shroud damage, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported that during a lung biopsy, the stapler broke before starting the surgery. The doctor went to open the stapler to insert the reload and adjust it over the tissue, but it broke. Surgery was delayed five minutes, but was successfully completed with a new device. Fragments were generated, but were easily removed without additional intervention. There were no patient consequences.